Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device was found to have no image. The device was determined to have a short on the cable. The cable parts were replaced, the device was repaired and tested. The device passed the testing specifications with no issue observed. As stated on the IFU and as a preventive measure, the user manual states: be sure to prepare another camera head to ensure that the examination does not need to be interrupted due to equipment failure or malfunction. This product may interfere with other medical electronic equipment used in combination with it. Before use, fully confirm the compatibility of this instrument with all equipment to be used with it.

Event description:
It was reported that the device otv-s7proh-hd-12e did not have an image. There was no patient harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that the device otv-s7proh-hd-12e did not have an image. We are not able to determine a root cause for the reported failure, however it was presumed that since the device was manufactured in 2008, it has exceeded its service life and therefore it is presumed that wear and deterioration of the ccd (charge coupled device) and cable overtime occurred. Alternatively, the reported failure likely caused by improper energization due to a connection failure or disconnection due to a twist of the cable. Per the instructions for use: the following precautions against frozen or lost endoscopic images. Make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Turn the video system center off. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.